Event description:
It was reported that a limb of a vena cava filter detached and moved into the pulmonary artery. According to the physician, approximately one year ago, imaging demonstrated that one filter limb had fractured and migrated to the pt's pulmonary artery. The filter was recently surgically removed instead of an endovascular retrieval as the filter was embedded in the cava wall. The detached limb remains in the pulmonary artery and retrieval attempts will not be performed.

Manufacturer narrative:
The lot number for the device is unk. Therefore a review of the device history records could not be performed. The sample has not been returned to the MFR for evaluation to date. The investigation is currently underway.